Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device had cracked into two pieces at the proximal threaded end. It was further determined that the issue was consistent with the device being dropped or mis-aligned during use (user error). It was further determined that the device failed pretest for visual assessment and end cap thread assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the white tip of the replacement cap device split in half. It was reported that all pieces were retrieved from the patient. During in-house engineering evaluation, it was observed that the device had cracked into two pieces at the proximal threaded end. It was reported that there were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.